Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that when the package of the footprint was opened the suture was broken. The incident occurred before the procedure. There was no delay and a backup device was available to complete the procedure with no complications reported.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed and no deficiencies were observed. An analysis of the customer provided image found a device with an anchor attached to the tip. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.